Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device is being retained by counsil.

Event description:
It was reported hat during a laparoscopic hysterectomy procedure, the blade on device broke off and fell into the patient. The broken piece of blade could not be located laparoscopically. An x-ray was used in which the blade was noticed in the patient. The patient was taken back in to surgery the next day to retrieve the blade. Laparoscopic surgery was performed with the aid of c-arm to identify the blade and the blade was successfully removed.